Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level and they were hospitalized due to high blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 22.2 mmol/l. Customer reported insulin pump was under delivering. Customer was treated with intravenous drip. Customer reported they did not received any insulin flow block alert which indicate the insulin was not delivered. There were no symptoms related to high blood glucose level. The reservoir will not be returned for analysis.